Event description:
The customer reported that a clear fluid leak of approximately five milliliters in volume was dripping from under the coulter hmx hematology analyzer while running startup. The leak was not contained within the instrument. The healthcare workers interfacing with the machine were wearing personal protective equipment which included laboratory coats and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility. The customer ran controls after seeing the leak and all control results matched previous runs.

Manufacturer narrative:
Service was not dispatched to the site for this event as it was resolved by customer troubleshooting. The customer changed the blue I beam tubing through pinch valve pv49 from feed-thru fitting (B)(4), resolving the issue. Upon completion of the necessary repairs the instrument was returned back into operation. The failure mode for this event was affected tubing at pinch valve pv49. No erroneous results were generated; however, a failure mode was identified which has the potential to cause unflagged erroneous results upon recurrence. (B)(4).